Event description:
Additional information was received. It was reported that there was no delay during this case due to the trajectory view coming back onto the screen when it was needed. The glitches experienced in the system were resolved after the case and the patient was safe. The surgeon was able to proceed using navigation throughout the entire procedure.

Manufacturer narrative:
H2: additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that during additional troubleshooting the manufacturer representative (rep) re booted the system and was able to get it working normally again. The rep did not find any touch screen issues and the proper views came up again.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #:-, ubd: unknown, UDI#: unknown additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a cranial tumor resection procedure, while using a non-medtronic microscope, the navigation system experienced several issues. While viewing the superimposed navigation images, the trajectory 2 image screen went black. All other superimposed views could be turned on and off but trajectory 2 could not be seen. The trajectory 2 image screen went black initially, and later, the trajectory 1 image screen also went black while trajectory 2 returned. The system's touch screen would not function as expected, and the mouse cursor failed to appear on the screen. Additionally, the images on the navigation system zoomed out to a size too small to be visible on the scope. Troubleshooting steps included resetting the images to a usable size, allowing the surgeon to continue the operation. The probable cause was believed to be processing issues with the solid-state-drive (ssd) or personal computer (pc). It was noted to check the touch screen connections to the pc. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0902 was coded for the screen gone black. A1301 was coded for touchscreen would not function. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.